Manufacturer narrative:
(B)(4). Instructions for use state: under operation: "grasp only as much tissue as will fit between the jaws where the current will pass. If the vessel diameter exceeds 7 mm - out of range of the coagulating current - the tissue may not coagulate, and may bleed when cut." "Device is for soft tissue only! Correctly position the tissue to be coagulated between the open jaws; then close the jaws on the tissue by squeezing the handles. If tissue treated requires excessive force, do not use." The device was received with the top of the I-blade fractured and slightly lifted. Both jaws are completely detached from the instrument (pieces returned); the electrode and the active rod are missing as well. The damaged portion of the I-blade prevents it from retaining the upper jaw, allowing it to detach from the instrument. Visual inspection was performed and the upper jaw is slightly bent. The bottom jaw shows good weld penetration and all of the weld material are still attached. Due to the condition of the returned instrument, no mechanical or functional testing could be performed. It is possible that, while removing the hard and thick "myoma", the jaws and the blade could have been damaged due to excessive force and torsion being applied resulting in the eventual detachment from the instrument. In addition, this could have possibly caused for the electrode to separate from the ceramic, resulting in the replace light illuminated when the jaws were closed. This may have affected the sealing performance of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
It was reported that during a laparoscopic myomectomy procedure, the jaws on device broke. The problem occurred while severely torquing the device when removing a fist-sized myoma. When the surgeon attempted to pull the device through the trocar, the pieces of jaw fell into the patient. The case was converted to an open procedure to locate and remove the pieces. The patient was x-rayed several times to be sure no pieces were left inside. It was also stated that the blood loss was higher than usual but no quantity was given. No blood products were needed. Additional information from account: local sources in case (circulation and scrub tech) advised that the myoma was fist sized and very hard. Hospital does not have a morcelator. Surgeon was attempting to use end of jaw as a grasping and dissecting tool [not intended use of device] to dissect portions out of myoma out until end of jaw broke from torquing (off label use per or source). Cannula of trocar dislodged the jaws of the instrument during removal from trocar. Convert to open was both to remove the myoma and to retrieve pieces. Or advised should this procedure should have been open to begin with due to the size of the myoma. Sales rep advised that the more than average bleeding may be due to surgeon using enseal to dissect to myoma.